Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10.50/3.0/002 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Excessive vault was observed and the lens was removed on (B)(6) 2020. A replacement lens was implanted on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).